Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has experienced blood glucose (bg) up to 600mg/dl with ketones and symptoms as a result of recurring loss of prime warnings. The patient's bg at the time of the call to animas customer technical support (cts) was reportedly 296mg/dl with no symptoms. The reporter did not specify what symptoms the patient experienced with elevated bgs, and did not provide a date for the 600mg/dl bg value. The reporter noted that the patient was treated with insulin injections for the elevated bg and the pump was unable to be primed. The reporter allegedly disconnected the patient from the pump and was able to manually prime the cartridge, and then insulin was reportedly seen coming from the tubing. The reporter stated that the cartridge is usually cycled about seven times, and that non-room temperature insulin was being used when filing cartridges. Cts advised the reporter not to over-cycle the cartridge, and recommended cycling only two or three time, and also recommended using room temperature insulin. The reporter confirmed that air bubbles are removed from the cartridges prior to priming. Troubleshooting indicated a potential product issue with the infusion set, since the reporter was unable to prime using the pump but was able to prime the cartridge manually. Troubleshooting indicated possible use error of the cartridges may have also been related to the loss of primes, due to use of non-room temperature insulin and over-cycling of cartridges. The reporter was advised to change both the infusion set and the cartridge, and both products were replaced. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy with use error of the cartridge being a potential cause or contributor.

Manufacturer narrative:
Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.